Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information received from representative indicates that the threshold testing had changed dramatically. A chest x-ray was performed and the rv lead was in the same position as it was post implant; however as per physician's judgement the rv was micro-dislodged. Per nursing staff patient failed to follow arm restrictions post implant. The patient kept raising arm above her head. The rv lead was repositioned and remains in service. No additional adverse patient effects were reported.